Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced discomfort while using processing unit. The equipment was exchanged and the processor was returned to manufacturer for evaluation. There were no reports of injury associated with this issue. The implanted device remains.